Event description:
It was reported that during surgery, a piece of the ardis implant broke off. The broken piece was retrieved from the pt and another implant of a different size was used to complete the surgery. The surgery was prolonged approx 15 mins and there was no impact to the pt.

Manufacturer narrative:
Examination of the device was not possible since it has not been returned. No conclusions can be made, however, there are no indications of product or labeling deficiencies or discrepancies from the info available. This is the final report that will be submitted associated with this incident and device. No additional action is planned at this time.